Manufacturer narrative:
There was no patient involved with this concern. The hardware investigation found that the reported event was related to a hardware issue. When testing functionality of the guide, it was found that the rotation arm shaft and rotator arm assembly were seized causing the shaft to back out. There were tool marks on the rotation shaft screw and the set screw for the rotation arm shaft. Per further engineering evaluation, the guide was attached to an articulating arm. The reported condition was confirmed, rotator arm assembly binds on the rotator arm shaft. Examination of the rotator shaft revealed the shaft was galled and metal was removed around the rotator shaft outside diameter. Complete mechanical disassembly was not possible. The suspected failure mode was a foreign object became entrapped between the shaft and rotator arm assembly. After repeated use the foreign object became embedded between the two surfaces and caused the mechanical wear which resulted in the ultimate failure of the guide. The device was manufactured in february of 2011. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that the site's precision aiming device (pad) was not tightening fully. Even after tightening the screw down, the device could move. This was discovered outside of a case with no patient involvement.